Event description:
It was reported that the threshold on the atrial lead was high and the lead was not sensing. The lead was abandoned and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the proximal conductor and outer insulation was melted, the inner insulation was torn, there was a cosmetic depression on the outer insulation, and there was apparent explant damage. Visual comments also noted that only twenty-five centimeters of the lead was returned and the lead was returned with a lot of explant damage.